Manufacturer narrative:
According to the complaint, the suspect device has been disposed of and is not available for return. A device evaluation cannot be performed; the cause of the reported malfunction is undetermined.

Event description:
It was reported to boston scientific corporation in 2009, that gold probe was used during a procedure performed one day prior. According to the complainant, the tip of the device broke off during the procedure. They attempted to wipe off debris at the end of the probe when the distal tip detached from the catheter. The procedure was completed with another gold probe. There were no patient complications reported as a result of this event.